Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The root cause of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.